Event description:
It was reported that a patient experienced a loss of therapeutic effect. The patient had a return of symptoms "a few days ago" and was experiencing intermittent stimulation. It was stated that the stimulation was "not working all of the time." It was noted that the patient was "leaking" after she felt like she was done going to the bathroom. It was stated that the patient "spent 20 minutes trying to figure out if her toes were contracting because then she knows the stimulation is working." At the time of the report, the patient was able to feel stimulation. There were no known falls or trauma. At the time of the report, the patient was programmed on program 4 at 1.2 v. When the patient switched to program 1 she felt "pain in her butt." It was stated that "as patient increased the pain went away, but she was not able to feel stimulation." It was not clear what that statement meant. The patient switched to program 2 at 1.6 v. The patient could feel stimulation in her "bicycle seat area" and her toes were "curled." The patient's toes were uncomfortable so she decreased stimulation to 1.5v. Then the stimulation was comfortable for the patient. Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
Follow up information reported that the patient still had concerns with their device therapy but was working with their doctor and m anufacturer¿s representative to resolve the issue. The patient stated that they had a ¿little problem¿ and had a routine visit scheduled for (B)(6) 2013.

Manufacturer narrative:
Product ID 3889-28, lot # v852753, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).